Event description:
On 03/20/2025, it was reported by a sales representative via phone that an ar-9928bck-dx achilles speedbridge fibertape was not swedged together and a swivellock eyelet and sutures came out when inserted. This occurred during use in a case with no patient effect. Case was completed using another swivellock. Delay in case was 30 minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.